Manufacturer narrative:
The customer reported that phaco handpiece had no phaco power during use. No additional information was received from the customer. The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformity. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements and the phaco handpiece did not meet product specifications per manufacturing test procedure (mtp). The handpiece was disassembled and revealed moisture ingress within the electrode chamber. The customer reported event was confirmed, which found moisture ingress to cause the high electrode to short to ground. The phaco handpiece was manufactured on march 30, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to moisture ingress causing the high electrode to short to ground. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical technician reported that during use there was no ultrasound from the handpiece. Additional information has been requested but not received.